Manufacturer narrative:
G3: corrected information: on the initial MDR, the date should have been 2024-07-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider via a company representative. Who reported, that the patient recovered from the infection. The patient was reimplanted with a new device system on (B)(6) 2024.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the system was explanted due to infection. No additional information was given.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type catheter; product ID: 8782, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial #: (B)(6), ubd: 28-sep-2018, UDI#: (B)(4); product ID: 8782, serial #: (B)(6), ubd: 13-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.